Event description:
The user facility reported that the device had a missing o-ring upon receipt of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had a missing o-ring upon receipt of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. During the service evaluation, it was observed that the o-ring had been incorrectly installed during previous servicing at stryker instruments - kalamazoo, and the o-ring was protruding but was not detached from the device. It was determined that this was not a fileable event.